Event description:
Boston scientific received information that during a follow up, a right ventricular lead dislodgement was confirmed. Loss of capture, and a decrease in sensing and pacing impedances were observed as a result of the dislodged right ventricular lead. During the repositioning procedure while attempting to reposition the lead, the helix of the lead did not appear after several attempts. Several attempts were made to fixate this same lead into the heart, but this was not successful thus a new lead was used with no complications. No adverse patient effects were reported following the procedure.

Manufacturer narrative:
This lead will be returned. Upon analysis, this investigation will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the complete lead was returned. Visual inspection noted setscrew marks on the terminal pin and ring as well as a fully retracted helix, with blood in the helix housing. The lead underwent and passed all electrical testing. Laboratory analysis confirmed the clinical allegation of the helix not retracting was likely due to dried blood in the helix mechanism. The remaining clinical observations could not be confirmed by laboratory analysis.